Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. The evaluation on april 4, 2017, omsc confirmed that the tissue pad was worn, but was not peeled off. There were contact marks on the surface of the probe and the metal part of the jaw each other. The coating on the outer surface of the jaw was worn and partially came off. When we performed probe check, no probe damage error occurred. The manufacturing history was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating partially came off when the device was scraped by other hard instrument. Based on the past similar cases, it was known that the probe damage error occurred by the following mechanism; the tissue pad was worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The probe contacted with the metal part of the jaw due to wearing of the tissue pad. The probe damage error occurred and contact marks on the probe and the metal part of the jaw each other occurred, due to activation during the probe was contacting with the metal part of the jaw. The instruction manual of the device has already worn as follows; warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic sigmoid colectomy. After one hour and 30 minutes of use, an u504 probe damage error was occurred. As the result of inspection of the device by keymed (medical & industrial equipment)ltd., it was found that the tissue pad of the device was partially peeled. The procedure was completed using a similar device. No patient injury was reported.